Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer used a previous pump but received the alarm 3 days after a no delivery alarm. Customer stated that it happened after a bolus and priming. Customer had the new pump for a few months. Customer filled the reservoir and had a bolus. Customer received a no delivery alarm followed by a motor error alarm. Customer does not use the sensor feature on the pump. Customer was already using a new pump. No further assistance needed.